Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had a whitish foreign material found inside the jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. Based on the investigation results, it is possible that the user could not perform reprocessing properly due to leakage from scope connector case unit/auxiliary water channel and remove the foreign material. Although we confirmed adhesion/clog of foreign material to/ in auxiliary water channel, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. User can detect/prevent the suggested event by following IFU below. Detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.